Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. The customer's blood glucose (bg) was 316 mg/dl. Reportedly, the alert cleared and the customer was able to successfully charge the pump.